Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient will wake up with the ins/ins site 'hurting them a lot.' The way the patient sleeps, it pushes on their skin and it is uncomfortable, sore, and itchy. The patient noted that the 'box seems loose.' It was also noted that the patient thought the ins was outdated and wanted to get it replaced. The patient had been trying to get in touch with a rep to address the issue. No further complications were reported.